Event description:
Event description boston scientific received information that this lead was exhibiting impedance measurements greater than 2500 ohms. Therefore, a lead revision procedure was performed. During the procedure, normal impedance measurements were observed with the pacing system analyzer and also with the pacemaker. However, when the physician manipulated the lead, impedance measurements rose to above 2500 ohms again. The decision was made to remove this lead from service. A new lead was implanted without further incident.